Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4, device manufacture date: unknown as the serial number was not provided. Section h6, health effect - impact code: 4625 used to capture the reported sutures and vitrectomy. Section h6, medical device problem code: 3191 mechanical complication. Although mechanical complication was reported, it is unknown what the reported issue is for the mechanical complication in reference to the intraocular lens. Therefore, code 3191 is being provided for dc-unspecified/other with patient involvement. Attempts have been made to obtain the missing information. However, to date, it has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson(jnj) symfony intraocular lens (iol) was explanted. Doctor reported a mechanical complication with the symfony lens 20.5 diopter. The iol was explanted and replaced with a jnj model ar40e sensar lens 22.0 diopter. The incision was enlarged, a vitrectomy was performed, and sutures were used. Reportedly, there was no patient injury, and the patient tolerated the procedure well. The explanted iol is not available for return as it was discarded. No further information was provided.